Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed no anomalies. (B)(4).

Event description:
It was reported that during the implant procedure, there was difficulty with the right ventricular (rv) lead. The stylet would not move past the pin connector. Once the stylet was through the screw, the lead would not deploy, then self-deployed without spinning. The lead was not implanted and a new lead was used. No patient complications have been reported as a result of this event.